Manufacturer narrative:
(B)(4). Device evaluated by MFR.: retuned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood the outside of the device. The balloon was inflated to rated burst pressure, and held pressure without leaking for 5 minutes. Inspection of the remainder of the device found tip damage and numerous kinks in the shaft. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced to pre-dilate the lesion. However, during inflation below the rated burst pressure, the balloon ruptured. The device was simply pulled out and was completely removed from the patient. The procedure was completed with a another 6.0mmx100mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced to pre-dilate the lesion. However, during inflation below the rated burst pressure, the balloon ruptured. The device was simply pulled out and was completely removed from the patient. The procedure was completed with a another 6.0mmx100mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.